Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an angiography left leg procedure on a (B)(6) female patient, the tip of the device broke off inside the patient. The device portion was able to be completely removed with forceps from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, device record history, instructions for use (IFU), documentation and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The complaint device was not returned; therefore, no physical examinations could be performed. Due to the product not being returned, we are unable to confirm material degradation failure mode. This product is in scope of the recall. A CAPA has previously been opened to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During an angiography left leg procedure on a (B)(6) female patient, the tip of the device broke off inside the patient. The device portion was able to be completely removed with forceps from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.